Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, while using the trans-ray plus 7.5fr 35cc intra-aortic balloon pump (iabp), a sensor malfunction prevented its use, and the catheter had to be replaced. No harm or injury to the patient was reported.